Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). The initial reporter informed the cook area rep of this occurrence on (B)(6) 2010. The designated complaint handling unit (customer quality assurance) was not informed of this occurrence until 04/26/2010. The appropriate personnel at the cook facility in (B)(4) have been informed of this occurrence in an effort to promote timely reporting of this info in the future. Eval: our laboratory eval of the dilator said to be involved confirmed the report. The cannula located inside the wire guide lumen near the distal end of the dilator is no longer present. The cannula is cylindrical in shape and estimated to be 6mm in length and 1mm in diameter. A visual examination of the dilator was conducted under magnification. The wire guide lumen contains an indentation where the cannula had been placed during MFR. The cannula was not included in the return. A product-specific discrepancy or anomaly that could have contributed to the cannula separation from the dilator was not observed during our laboratory analysis. The savary-gilliard wire guide used during the procedure was also returned for eval. The coiled distal end of the wire guide is severely stretched, but no section of the wire guide is broken or missing. The appearance of the wire guide (i.e. Stretched coil at distal end) suggests add'l pressure had been applied to the wire guide. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the products from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. In the past 12 months, there have been no other reports of this nature. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The initial reporter indicated wire guide removal from the dilator was attempted after dilation was complete. If wire guide removal from the dilator is attempted with the dilator left in position, this can cause stretching of the wire guide's coiled distal end. If add'l pressure is applied, perhaps in response to resistance while attempting to remove the wire guide from the dilator, this could have contributed to stretching of the wire guide and separation of the cannula from the dilator. The instruction for use for the savary-gilliard dilator and wire guide instructs the user to advance the dilator over the pre-positioned wire guide through the stricture area. Upon completion of dilation, the user is instructed to remove the dilator and wire guide from the pt. Prior to distribution, all savary-gilliard dilators are subjected to a visual inspection and functional test to ensure device integrity. The inspection includes verification of the cannula presence and placement inside the dilator. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because this occurrence may be use and/or product handling related. The complaint risk priority number (cprn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an esophageal dilation procedure, the physician used a cook endoscopy savary-gilliard esophageal dilator with a cook endoscopy savary-gilliard wire guide. After completion of dilation, the user attempted to remove the wire guide from the dilator. The metal tip of the dilator (i.e. Cannula) was reportedly lodged on the wire guide. This resulted in a distorted wire guide. Upon removal of the dilator and wire guide, the devices were decontaminated. During this process, they discovered the metal tip (i.e. Cannula of the dilator) was missing. The initial reporter indicated no section of the device remained inside the pt's body, but the location of the missing cannula was unable to be determined. The pt did not require any add'l medical procedure due to this occurrence. The pt did not experience any adverse effects due to this occurrence.